Manufacturer narrative:
Evaluation: conclusion: the device has been discarded by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device was missing the metal band. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.